Manufacturer narrative:
Device lot number, expiration date unavailable, although requested. Device manufacture date unavailable because lot number unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic codes.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function and MRI. The patient had a significant medical history and comorbidities. Spectranetics lead locking devices were inserted into both leads and #2 silk suture was used as well, to provide traction and aid in the leads'' extractions the physician chose to begin the procedure by using a spectranetics 14f glidelight laser sheath while attempting extraction of the rv lead. He made little progress, with progression stalling in the subclavian region by the first rib. He then chose a spectranetics 11f tight rail sub-c rotating dilator sheath to advance past the proximal binding site. With use of this tightrail, progress was made to the rv lead''s first coil. The physician then switched efforts to the ra lead and used the 14f glidelight to make it into the superior vena cava (svc) region. He then upsized to a 16f glidelight device, and focusing efforts again on the rv lead, he attempted to get over the rv lead''s proximal coil where a known break was present. However, he was not able to make any progress. He switched efforts again to removal of the ra lead using the 16f glidelight. At this time, the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon. The patient''s blood pressure stabilized. A sternotomy was performed, along with perfusion, cell saver and bypass. Two tears were identified: at the innominate/svc junction which appeared to be contained; the second tear was discovered on the lateral/anterior wall of the svc. A 10mm vascular graft was sewn in to successfully complete the repairs, and it was reported that both leads were also successfully removed. Excessive amounts of calcium in the heart were identified, and this was thought to be the cause of the tear in the svc. The patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the 16f glidelight device which was in the area of injury and was the tool being used when the patient''s blood pressure dropped.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.